Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken, explanting and replacing the ipg with a different model. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt alleges he has not recharged the ipg for more than 12 months. As a result, the device is deemed as inoperable. Surgical intervention may be undertaken as the next course of action.